Event description:
It was reported that during a da vinci hysterectomy procedure, the customer experienced system error code 212 and an instrument engagement issue which prevented full function of the instrument installed on the affected patient side manipulator (psm). With the assistance of an isi clinical sales representative, the site was able to resolve the system error code 212. The site attempted to resolve the instrument engagement issue with the affected psm by replacing the drape, reseating the sterile adapter and instrument; however, the instrument engagement issue remained. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure before contacting an isi technical support engineer for troubleshooting. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the technical support engineer confirmed that site experienced multiple system error code 212. An additional investigation performed by the field service engineer concluded that system error code 212 was associated with the left master tool manipulator. The instrument engagement issue could not be duplicated and no known reoccurrences have been reported. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety systems put the da vinci in a non-recoverable safe state. The mtml was returned to isi for failure analysis investigation. Engineering evaluation was not able to duplicate the customer reported failure, however, the motor encoder assembly was replaced as a precautionary measure. As of april 20, 2010, there have been no reported recurrences of the issue at this hospital.